Manufacturer narrative:
(B)(4). This lead has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited increased impedance measurements which were not out of range. The lead was later explanted and replaced due to high pacing threshold measurements. No additional adverse patient effects were reported.